Event description:
It was reported that during a da vinci assisted radical prostatectomy procedure, unspecified bleeding complications occurred and the procedure and as a result, the case was converted to open surgery. While converting to open surgery, the da vinci instruments were kept in the patient. After the bleeding was controlled, the large needle driver and prograsp forceps instruments were removed with an instrument release kit (irk) and the instruments were safely removed from the patient. According to the customer, both instruments were not defective. The following information is unknown: the cause of the bleeding complications, the blood loss volume, and what medical intervention was rendered due to the bleeding. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Manufacturer narrative:
All multi-use instruments used in the case have been used in subsequent procedures with the exception of the following instruments: prograsp forceps, and a large needle driver. Since the instrument release kit (irk) was used on these two instruments, the customer returned both devices back to intuitive surgical, inc. (Isi). Failure analysis evaluation of both instrument found no product issues.

Manufacturer narrative:
The customer was contacted and provided additional information: the bleeding began while a retroperitoneal lymphadenectomy was being performed. The abdominal aorta was damaged and bled six liters. A cellsaver was used to re-administer the patient¿s blood. Before converting to open, the large needle driver and prograsp forceps instruments were both used to grasp the bleeding anatomy to control the bleeding. After the bleeding was controlled, the large needle driver and prograsp forceps instruments were safely removed from the patient with the use of an instrument release kit (irk). The customer specified that the large needle driver and prograsp forceps instruments were not defective. After the case was converted to open surgery, the abdominal aorta was reconstructed to resolve the bleeding. The patient did not experience any post-operative complications and the patient was transferred to the oncology department. Due to the event, the patient¿s wound size, and the extent of surgery and hospital stay were increased. Additionally, the customer provided a video of the reported event. During the video, it is observed that a monopolar curved scissors (mcs) instrument is used to dissect tissue near a vessel. The mcs instrument comes into contact with the vessel and bleeding begins. The surgeon uses a maryland bipolar forceps (mbf) instrument to try controlling the bleeding. The mcs instrument is removed and a large needle driver instrument is introduced. About a minute later, sutures are introduced and the surgeon attempts to suture the bleeding vessel. The surgeon attempts to suture the vessel for about nine minutes in the video. The endoscope was removed to be cleaned of blood three times during the suturing process. The remaining video provided shows a prograsp forceps instrument and a large needle driver instrument holding pressure on the vessel while a suction irrigator is used to clear the surgical field of blood. The system logs for this procedure were reviewed and showed no errors related to the reported event. The system logs from before and after this procedure also showed no related errors.

Event description:
Refer to h11 for follow-up information.